Event description:
6/14/96 PICC line placed in pt's rt upper arm. That evening rn called to pt's home and found hub of catheter on pt's table. Rest of PICC line sutured to skin. ER called and pt sent to ER. Surgeon took pt to surgery and removed catheter that was floating in vein in posterior rt arm. Another IV device placed per surgeon and pt sent home.